Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a connection issue with the setscrew and as a result the right atrial (ra) lead appeared to exhibit noise and high impedance. Intervention was performed and the device remains in use. No patient complications have been reported as a result of this event.